Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) surgical procedure due to device not working. It was found a break in the tubing near the quick connector leading from the pump to the cuff. The balloon was also empty. The physician replaced the balloon and connected all the components back together. There were no patient complications.